Manufacturer narrative:
Device code a0401 captures the reportable event of basket wire detached.

Event description:
It was reported that a escape basket was about to be use during a lithotripsy via ureteroscopy procedure. During preparation, the end of the basket was fractured after unpacked. The procedure was completed with this device with no patient complications.

Manufacturer narrative:
(B)(6). Additional information: block b5 (procedure outcome). Correction content previously provided for block e1 (initial reporter facility name). Device code a0401 captures the reportable event of basket wire detached. Investigation results: the returned escape basket was analyzed, and it was noted that the handle returned in good condition. Media analysis was performed, and it showed that the escape basket with one of the basket wires broken and not fully detached; however, the detach wire was not visible. Microscopic examination was performed under magnification, and it was noticed that one of the basket wires was broken but not fully detached. It was also noticed that the sheath was torn and smashed at the proximal section. Additionally, the sheath was found kinked in the center. With all the available information, boston scientific concludes that the reported event was confirmed. Based on the analysis results, the observe findings that one of the basket wires broke, sheath was torn and smashed at the proximal section, also the sheath being kinked in the center, these could be related to handling and manipulation of the device during preparation. It is probable that an excess of force applied to the device such as operational factors could have cause the damages observed on the device which consequently affect its performance. Furthermore, during manufacturing process there are inspections that include steps to ensure the functionality and integrity of the device and would have captured the encountered failures. Therefore, taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure, and the device had no influence on the events.

Event description:
It was reported that an escape basket was about to be used during a lithotripsy via ureteroscopy procedure. During preparation the end of the basket was fractured after unpacked. The procedure was completed with another of the same device with no patient complications.